Event description:
During baxter's eval of a device for an unrelated complaint, it was discovered the device would shut itself off during testing. There was no pt incident.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was rec'd and evaluated by baxter. The testing data sheet states unit would shut itself off during testing, likely caused by a seizing motor when running unit on ac power supply. Due to the failed motor unit was unable to complete testing. The motor assembly was replaced.